Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 9f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was removed, no suture was present. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 14f and the tavi procedure was completed. The knots of the successfully preplaced sutures of two proglide devices were tightened, but hemostasis was not achieved. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.